Event description:
In 2002, hospital reports that the nursing staff alleges that the bed had an unintentional movement. Six days later, tsr inspected unit but could not duplicate unintentional movement.